Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure,it was noted that the stylet was stuck inside the lumen. The lead was explanted and not used. The patient was stable.